Event description:
Paramedics responded to a person, described as in bradycardia. The device was connected to the pt to initiate external pacing. According to the reporter, when the operator attemptd to increase the pacing current, the device alarmed "leads" and would not pace the pt. The pt was transported to the hosp and admitted for treatment of an myocardial infarction..